Manufacturer narrative:
Insufficient cooling capacity of the chillers of the laser at full power. System error due to high water temperature after 20 minutes of continous working. Substituted with new chillers and the system has been restored to full power and performance. We are unaware about delay on treatment or patient injury.

Event description:
The laser system is not working more than 20 minutes at full power of 150 w.